Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was leaking. This was discovered during use. The following information was provided by the initial reporter: material no.: 309657, batch no.: 8318742. It was reported that the syringe was leaking upon connection to bd extension set. Complaint 1 of 3: event date (B)(6) 2019. Per pir form: when did the incident occur: multiple times in the past , including (B)(6) 2019 and (B)(6) 2019. Detailed incident description: leaking upon connection to bd ext set. Confirmed with multiple sets and syringe sizes, the 3 ml syringe is the matter. Other actions taken: yes/no- reported to risk management, spd and bd rep. Adverse event: yes/no- antibiotic and fentanyl drip leaked and patient received unknown amount of medication.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was leaking. This was discovered during use. The following information was provided by the initial reporter: material no.: 309657, batch no.: 8318742. It was reported that the syringe was leaking upon connection to bd extension set. Complaint 1 of 3: event date (B)(6) 2019. Per pir form: when did the incident occur: multiple times in the past , including (B)(6) 2019 and (B)(6) 2019. Detailed incident description: leaking upon connection to bd ext set. Confirmed with multiple sets and syringe sizes, the 3ml syringe is the matter. Other actions taken: yes/no- reported to risk management, spd and bd rep. Adverse event: yes/no- antibiotic and fentanyl drip leaked and patient received unknown amount of medication.

Manufacturer narrative:
Investigation: two samples received for investigation. Samples are evaluated for deformation or damage, leakage with the maxzero device, and molding defects in the barrel, plunger and/or stopper. Results were satisfactory, no defect. During the tests performed on the client samples, wear and tear is observed on the syringe tip, possibly due to excessive force during the syringe connection. During the leak tests (maxzero, lloyd and iso) the results were compliant, no defect observed. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.